Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Consumer states the seat on his wife's rollator is cracked.